Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was seen on the atrial lead causing inappropriate auto mode switch (ams). This caused the patient discomfort. When the pocket was opened, the insulation on the atrial and the rv leads were found compromised. Both leads were extracted and replaced successfully. The patient was stable throughout the procedure.

Manufacturer narrative:
A partial lead with the distal tip measuring 43.5 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.